Event description:
It was reported the pt is receiving stimulation; however, he has received low scs ipg battery warnings. Pt is scheduled ot meet with a sjm rep to determine if the warning is due scs ipg end of life or passivation. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.